Event description:
It was reported that the anesthesia workstation failed the safety valve sub-test during the system check-out tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The reported issue was detected by our company field service engineer during the yearly performed preventive maintenance of the anesthesia workstation. The safety valve including the membrane were found faulty and was replaced. The anesthesia workstation then passed performance checks and system check-out tests before being returned for clinical use. The replaced part was not returned for investigation. An evaluation of the received device logs confirmed the safety valve sub-test failure during system check-out testing. The test failed due for the following reason : no pressure decrease was noted after an attempt to open the safety valve. Our conclusion is, that the reported issue was solved with replacement of the safety valve including membrane but the root cause for the failure in the safety valve cannot be determined since the part was not returned for further evaluation/investigation.

Event description:
(B)(4).